Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The customer had tested on the meter at 3:46 p.m. With results of 4.2 inr and 4.4 inr. The customer was drawn for a laboratory test at about 4:30 p.m. And the result was 3.2 inr. The customer used a different finger for each of the meter tests. The customer wiped away the first drop of blood. The customer was advised to use the first drop of blood to test instead of wiping it away. The customer's therapeutic range is 2.5 ¿ 3.5 inr. No adverse event occurred. The result from the laboratory was believed to be correct. The customer received no treatment. The customer could be slightly anemic. The customer is not on heparin or other direct thrombin inhibitors. There have been no changes to the customer's coumadin dose and he is not taking any new medications. The customer does not have antiphospholipid antibodies. The customer has not had any diet changes, no recent illness, and has no signs of bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The customer returned meter up01545016 for investigation. The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr, donor 1 hct: 50% , donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.3 inr, customer meter with masterlot strips: 2.3 inr . Donor 2: retention meter with masterlot strips: 2.0 inr, customer meter with masterlot strips: 2.1 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the results alleged by the customer were observed, but the alleged date of the results does not match the alleged dates. It is therefore questionable if the complaint is justified. Customer wiped away first drop of blood and then dosed second drop. Product labeling states to use the first drop of blood for coagulation testing.